Manufacturer narrative:
The insulin pump passed the displacement test. However, the unit was able to be primed during the prime test due to a faulty force sensor resistor (gold). The device was unable to be tested for excessive no delivery due to the prime anomaly. The motor was tested outside the device and passed. The following cosmetic damage was also noted: minor scratches on the lcd window, broken reservoir tube lip, broken belt clip slot, and cracked case at the display window corners. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error and no delivery during a bolus attempt. The patient's blood glucose at the time of incident was 106 mg/dl. Troubleshooting was initiated for the motor error alarm. The customer did not recall any significant events leading to the motor error issues. The customer was able to rewind the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.